Event description:
Plaintiffs and conservator and guardian for plaintiff, allege that as a direct and proximate result of the acts and omissions which constituted negligence, recklessness, and significant and gross deviations from acceptable standards of medical care and pharmacy care, plaintiffs suffered tremendous physical pain, discomfort, and permanent injuries. Plaintiffs suffered severe mental and emotional distress and suffering. Plaintiffs and their children suffered severe altered and impaired way of life and lifestyle together with loss of consortium and companionship, comfort and society. Plaintiffs incurred great medical expenses and will incur great medical expenses and the need for continued medical and specialized care on a permanent basis. Plaintiffs sustained great loss of earnings and earning capacity. Plaintiffs have twin daughters who have likewise suffered because of their mother's severe injuries.